Event description:
On (B)(6) 2013 the reporter contacted animas and alleged that his son's pump is not working. His son's blood glucose (bg) is on the 500smg/dl, symptoms of thirst, dizziness, and frequent urination, nausea, vomiting, dry heaves, stomach pains, and positive ketones. Dad believes his son is not getting any insulin. Dad reports that when patient was administered insulin from a flex pen, his bg is coming down, when last tested bg was 429mg/dl. Dad reports that the pump stopped working on (B)(6) 2013, the patient developed diabetic ketoacidosis (dka) and was hospitalized. Dad reports the changed battery, site, tubing, cartridge and insulin and that pump motor was running but patient was not getting any insulin. His bg was over 800 mg/dl. The patient was admitted for two days on IV fluids and insulin drip. When placed back on pump, his insulin rose to over 600 mg/dl, the patient was discharged on (B)(6) 2013 on flex pens on the advisement of the hcp and has not had any problems since. Cts review of basal program found the pump has a zero basal rate programmed from 2pm to 9pm ; both patient and dad report this is not correct and should not be a zero basal rate for this time frame. No other issues were identified. Dad does not trust pump with basal rate going to zero feels it was without user intervention, and the patient is a poor historian. They do not remember what the basal rate should be and cts advised to remain on alternate form of insulin delivery, and to follow-up with hcp for patient basal rates. This complaint is being reported based on the allegation that a patient developed dka and was hospitalized related to the pump setting a basal rate of zero without user intervention.

Manufacturer narrative:
Follow up #1 submitted: 05/20/2013 device evaluation: review of the pump¿s settings verified the programmed basal rate from 2:00 pm until 9:00 pm was 0 units. The basal history from (B)(6) 2012 to (B)(6) 2013 showed 0 units basal delivered from 2:00 pm through 9:00 pm on all dates in the basal history, correctly reflecting how the pump was programmed. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump was exercised for 29 hours and was found to be delivering as intended. The pump did not change the basal settings during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.